Event description:
Pt receiving home IV therapy with aim plus pump. Led indicator (screen) would not light up. Pump was making appropriate sounds when buttons were pushed but one could not see the screen to see what was going on.